Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the 29mm mitral valve was explanted at implant, and replaced by same model, 25mm valve. The reason for explanting the device has not been provided, and attempts to obtain additional information from the healthcare provider have been unsuccessful. There has been no information to suggest a malfunction of the edwards' device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections despite multiple follow-ups with the healthcare provider, the device has not been returned for evaluation, and no additional information was provided such as the reason for explant, and relevant operative findings; therefore, no further investigation can be performed into the root cause of this event. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.